Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
Received device had the cannula assembly undeployed, soft cannula was not exposed and the pink slide insert was not visible in the viewing window. According to the data, the device ran for 48 pulses prior to being deactivated. Since the device did not complete the priming sequence, the needle mechanism was found to be in the appropriate state - undeployed. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in the reported needle mechanism failure. The needle could not fail to retract if the needle never deployed.